Event description:
It was reported that a patient underwent a gyn procedure in 2025 and barbed suture was used. An hcp at the aagl 2025 conference reported incidentally during an unrelated conversation that her colleagues did not like stratafix and found that it was likely to break in their procedures (gynecologic). She asked them whether they were using pds or monocryl. They reported they did not know which they were using. She recommended pds over monocryl for the procedures they were discussing as the stronger option.. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: how many devices demonstrated the alleged deficiency? Unknown. She was reporting that more than one colleague in general did not trust stratafix due to one or more instances of breaking. Did the event occur during one or multiple patient procedures? Multiple. What is the total number of procedures? Unknown due to more than one colleague having concerns. Have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? Unknown. If this event occurred during multiple procedures, would you kindly create a product complaint for each event and provide the corresponding reference number(s)? This is not possible due to nonspecific nature of the complaint and miscellaneous colleagues reporting their concern. When did the sutures break (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? During procedure how many devices demonstrated the alleged deficiency for each patient event? Unknown. Please specify by product code and lot number: unknown. Product code stratafix spiral pds, lot unknown: unknown. Product code stratafix spiral monocryl plus unknown, lot unknown: please provide the product codes and lot number. Unknown. Did this event contribute to any patient adverse event? If yes, please explain. Unknown. Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep): (B)(6) surgeon. Additional h11: was surgery delayed due to the reported event? Unknown, was procedure successfully completed? Unknown, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study: unknown, ip-02573798. Device property of: none, device in possession of: none. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available.